Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump despite several set changes. Customer mentioned having high blood glucose readings of nearly 600 mg/dl. Customer stated that the alarm was resolved by a complete set change. Through troubleshooting it was noted that the site may have been occluded. No further information reported.